Event description:
It was reported that the pump displayed motor rate error. No additional information available. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal intact and cracked top case (right corner), both plunger cases, and bottom case. A review of the event history log identified motor rate error in the history. Functional testing was done using an occlusion test and the reported problem was duplicated. The root cause of the reported problem was a combination of a worn and dirty motor assembly, worm gear, leadscrew and clutch halves. As the pump was over 11 years old, this was considered normal wear. To resolve the problem, these parts were replaced. UDI number is unknown. No information has been provided to date.